Manufacturer narrative:
After the MFR, dental equipment llc, rec'd the customer complaint, an internal investigation revealed that the dentist rec'd four dual track lights consisting of four track assemblies from pelton & crane (p&c) and eight light assemblies from dental equipment llc. After evaluating the electrical specs from the p&c transformer, it was discovered that dental equipment llc's light assemblies were not properly rated to handle the 2 .9 vac supplied from the p&c transformer. The MFR's light assembly was exceeded by 7 vac. As a result of the higher voltage, the light bulb operated at a higher temperature causing the light shield to melt through the plastic light cover. All eight dental equipment llc light assemblies were replaced with eight p&c light assemblies per p&c factory spec.

Event description:
While the dentist was using the dental light during pt treatment, the dentist noticed that the light shield was melting. As the dentist moved the light bulb shield assembly away from the treatment area, it dropped on his gloved hand and came in contact with a towel located around the pt's chin area. There were no injures reported. The bulb shield weighs 12 ounces and was approx 27 inches away during use.